Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Preliminary analysis revealed a no-telemetry condition. A power supply was set to beginning of life (bol) battery volts and placed across the battery terminals and b+ of the device¿s battery disconnected and current drain was recorded. The device was placed in a fixture and an ECG signal injected into the device and episodes were recorded. The device remained monitoring the ECG signal for 2 hours. The current drain was measured while in this condition. The no-telemetry condition could not be determined during lab testing. The hybrid tested normal and no anomalies were found during battery analysis. The device was found to be fully functional, including nominal system current drain, when powered by an external supply. The conclusion of the investigation was that the battery cell was fully depleted and no longer had sufficient remaining electrolyte to carry current. This explains the low open circuit voltage (ocv) of the cell upon return. Electrolyte depletion is normal in fully discharged cells. No root cause for early discharge was found.

Event description:
The icm was later explanted and replaced with a new monitor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) battery had depleted prematurely and could not be interrogated. The icm remains implanted. The patient is a participant in the reveal af study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.